Event description:
Boston scientific crm received information that the patient implanted with this device retained legal counsel. There were no specific allegations against device malfunction. Additional information received indicates that this device delivered an inappropriate shock as a result of atrial fibrillation with rapid ventricular response. The patient's medication was changed which resolved the issue. New information received indicates that this patient became syncopal during a ventricular fibrillation episode due to long charge times. The device was explanted and was returned for laboratory analysis. The device was held due to pending litigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was held due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The laboratory reviewed the memory log and found that the device did not declare eri or eol while implanted, however did note that the device had long charge times that were within specification. A series of electrical tests was also performed, and again, normal device function was observed.